Manufacturer narrative:
The product was returned for analysis. Device evaluation anticipated but not yet begun. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the motor of the device gets too hot. There was no report of patient impact.

Manufacturer narrative:
Date MFR. Rec: aug/30/2016. The product was returned for analysis. Evaluation of the device indicated that the motor of the handpiece stalled. Pre-repair temperature testing could not be performed since the device stalled. The device had a worn motor, worn cable o-rings and collet was corroded internally. The motor, collet and cable o-rings were replaced. During repair serial number on the device was changed from (B)(4). The device was repaired, tested to manufacturer product specifications and returned to the customer. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.